Manufacturer narrative:
A patient experiencing ineffective therapy was reported to abbott. The left lead was not in optimal location. Both leads were explanted and replaced to address the issue. The right lead was replaced because when the surgeon got in there, the leads wires were braided together, and they could not successfully revise the left lead without removing the right lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that the right lead was replaced because when the surgeon got in there, the leads wires were braided together and he could not successfully revise the left lead without removing the right lead.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. The left lead was not in optimal location. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.